Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant lost integration and displaced into sinus post placement resulting in implant removal. It was not indicated if the patient would return for additional appointments.

Manufacturer narrative:
Supplemental reported as the implant removal date provided under d6b under MFR #0002023141 - 2022 - 00627 was incorrect and has been updated.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) imp,tsv,4.1,10,mtx,mg (tsvt4b10) was returned for investigation. Visual evaluation of the as returned product identified minor signs of use. Implant matched prints, was measured with caliper cal 1831 due date (B)(6) 2022. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 14 (universal) and was used for approximately 4 months, 25 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; adverse effects; page 2. DHR review: DHR review was completed for the subject lot number (63940254). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63940254) for similar events and no other complaint was identified. Review completed utilizing keywords: loss of integration relocated to sinus. Post market trend review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loss of integration relocated to sinus) or product (tsvt4b10). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem code. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.